Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2013-05268. It was reported the pt's lead and extension were buried deeper on (B)(6) 2013 due to pain at both sites. Post-op, the pt experienced inadequate coverage. The pt will follow-up with his doctor on a later date.